Manufacturer narrative:
The information was received from a maude foi report, mw5056864. Device evaluation: the report of low speed and pump stop events can be confirmed based on the evaluation of vad-15775. The pump returned with the driveline cut approximately 3 inches from the pump housing and the severed portion of driveline, measuring approximately 38 inches in length, returned. Electrical continuity testing of the distal-end portion of lead did not reveal any discontinuities or shorts. The shielding and bionate were removed, and examination of the underlying wires revealed numerous disruptions in the insulation of the green, yellow, orange, red, and brown wires ranging from what would be 4 inches to 6 inches from the pump housing. The conductors of all of these wires were exposed. The disruptions appeared to be the result of repetitive flexing of the lead in this area. There was no evidence of mechanical damage to the wires such as crushing or pinching. The disruptions in the wires, would have affected all three wire phases, and would have interrupted function as a result of a phase to phase short if the exposed conductors from both wires made direct or simultaneous contact with the braided shield while the device was supported by batteries. The reported event also could have resulted from the exposed conductors of any of the wires potentially contacting the braided shield and shorting to ground if the device was supported by the power module. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Event date: (B)(6) 2015, report date: 10/01/2015. Event description: morbidly obese white male with history of chronic systolic heart failure, stage d, underwent heartmate 2 lvad implantation on 2014. He has had significant weight gain of pounds after lvad implantation due to improvement in his functional capacity and reduction in heart failure symptoms. The patient did well until 2014 when he fell of a ladder subsequently developing hematuria and injuring his driveline. He also had evidence of chronic driveline infection and was started on bactrim 2015. The patient was in his usual state of health until time one day prior to admission when his lvad began to demonstrate alarms concerning for possible driveline fracture. An attempt at repairing his driveline was unsuccessful.

Manufacturer narrative:
The report of a misaligned inflow conduit was confirmed based on the evaluation of the x-ray images provided by the hospital. A specific cause for the misalignment could not be conclusively determined through the evaluation of the returned pump. Additionally, a specific cause for the reported driveline infection and a correlation to the evaluation findings of the returned system controller could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 1 year. The replaced portion of the driveline and the exchanged pump were returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient received a low speed alarm while on battery power. The vad coordinator suspected suction events rather than a potential percutaneous lead fracture since the pump speed had recently been increased from 9600 rpm to 9800 rpm, and the patient had started on their own to take lasix daily versus the prescribed dose of every other day. The patient was instructed to increase fluid intake and to take the lasix as prescribed. The patient was also asked to manipulate the driveline, which did not cause any alarms. The patient contacted the vad coordinator on the following day to report that a driveline disconnect, low flow and low speed alarm had occurred during the night. The patient was instructed to report to the emergency department, where examination found the patient to be stable. The patient reported having fallen off a ladder recently (date not provided) resulting in the driveline becoming "hooked and pulled." Drainage was noted at the driveline exit site, but cultures were negative. It was also reported that the patient had gained approximately 70 pounds post-implant. Imaging noted that the inflow cannula appeared distorted secondary to pannus. The manufacturer's technical services representative reviewed the provided system controller log file which captured 15 pump stops and 15 low speed advisories that occurred when the pump was connected to either the power module or battery power. A review of submitted x-ray images showed an area of concern and the vad coordinator reported that when the patient laid on the area of concern, a red heart alarm occurred. On (B)(6) 2015, an external driveline replacement was performed. After the repair, and when the pump was connected to a grounded power module patient cable, low speed and pump stop events reoccurred. Damage to the internal portion of the driveline was suspected. The patient was placed on an ungrounded power module patient cable. The patient subsequently underwent a pump exchange on (B)(6) 2015. The patient was reported to have been asymptomatic during the course of the events.